Event description:
It was reported that on (B)(6) 2022, the patient underwent the surgery with the saw capture in question. After the surgery on (B)(6) 2023, it was found in the washroom with the red plastic part of the mounting part cracked. According to the nurse, when she tried to remove it for cleaning, she noticed that it was cracked. The fragments are complete and there are no remains in the body. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. The visual examination of the device cannot confirm the cracked condition, instead the red lever button was found broken. The broken part was returned. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.